Event description:
Sensor error. When the catheter was connected to the cable, there was no display of sensibility on the generator. Troubleshooting was unable to solve the problem. The catheter was removed and a new catheter was used. The new catheter was worked properly. No injury to the patient.